Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 11.4 mmol versus 4.8 mmol meter to lab. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.